Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) was not capturing. Imaging confirmed the lp had dislodged. The lp remained in the right ventricle and was successfully explanted. The second portion of the procedure was reported in manufacturer report number 2017865-2024-61485. A competitor transvenous pacemaker was implanted at a later date. There were no patient consequences.

Manufacturer narrative:
Related manufacturer reference number: 2017865-2024-61485.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) was not capturing. Imaging confirmed the lp had dislodged. The lp was explanted. There were no patient consequences.